Event description:
The customer reported 12-lead ECG signal loss.

Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG signal loss. The customer isolated the issue to the ECG leads trunk cable. There was no report of adverse of pt impact. The unit was evaluated by philips and the symptom could not be duplicated. The device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.